Event description:
It was reported the tsb35 was used during an unknown procedure. It was reported by the affiliate on the third firing of the device the surgeon could not fire the instrument during the middle of the process. There was no consequence to the pt.